Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose values were 375 mg/dl and down to 140 mg/dl. Customer states after 20 minutes blood glucose level was 53 mg/d, 59 mg/dl. Customer was treated with carbohydrate and blood glucose level was 123 mg/dl. Customer treated with coke cola and candy. Customer declined troubleshooting for blood glucose issue. Product will not be returned device for analysis.